Event description:
It was reported that the cartridge was damaged, though the exact date of the occurrence was unclear. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer successfully changed the cartridge and resumed insulin therapy, and a replacement cartridge was requested and acknowledged, as the damaged item had to be discarded.